Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Electrical parameters indicated no anomalies. No intervention or patient symptoms were reported.